Event description:
It was reported that the ilet touchscreen cracked after the user¿s child stepped on the device, rendering the screen unusable and causing difficulty operating the device; the device had been synced prior to shutdown, and the user planned to return it and requested a replacement case. Symptoms included no injury to the user. Outcomes included temporary interruption of device use, with the user transitioning to backup therapy and a replacement arranged. Investigation included customer interview and request for damage photos, with return and evaluation planned. Investigation of this case revealed mechanical damage to the touchscreen consistent with accidental impact, resulting in a broken or cracked screen and loss of touch functionality. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external physical impact.